Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00219 to provide additional information. Olympus medical systems corp. (Omsc) identified the subject complaint on february 11, 2016. Omsc has got additional information below. The subject device was used during a pylorus preserving pancreatoduodenectomy. The procedure was completed with another thunderbeat device. There was no patient injury reported. The subject device was not returned to omsc. The manufacturing record was reviewed with no irregularities. The exact cause of this issue cannot be conclusively determined. Based on the past similar cases, it was known that the ptfe pad was partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a whipple surgery. The ptfe pad of the device was peeled. The procedure was completed with the subject device. There was no patient harm reported. The user commented that this is the second case of the device failure. Olympus has not been received detailed information about the previous case, but there is a possibility that the ptfe pad of the device was peeled. This is the second report of two. Please cross-reference the following report: 8010047-2016-00159.